Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: calcification. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425 cc breast implants and experienced deflation and pain on the right breast implant. The left implant had a calcification. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 425 cc on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 4/24/19, a manufacturing record evaluation (mre) was performed for the finished device number 5649730, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/28/2019, during evaluation of the sample a crease was observed in the anterior and extending to the posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).